Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high-rate non-sustained episodes and high sensing integrity counter (sic). In addition, variable pacing impedance and noise were observed. An rv tip fracture was suspected. The patient was brought to the hospital to replace the right ventricular (rv) lead. After start of the procedure and after left subclavian venous access, the patient began to show signs of distress and hypoxia, with subsequent respiratory and cardiac arrest. Cardiopulmonary resuscitation was performed several times in the procedural room, however the patient expired. The rv lead remains in-situ.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.